Event description:
It was reported that user experienced severe hypoglycemia, and was found unconscious on the floor by husband, and was subsequently transported by ambulance to the emergency room (ER). Cause of the low blood glucose level was unknown. Customer¿s blood glucose level was documented at 28.8 mg/dl, and customer received IV saline treatment in ER, and there was no permanent damage identified. Customer was released later the same day and reverted to an alternate method of insulin therapy.